Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit twice during normal device use. The customer also reported that the insulin pump's esc button became unresponsive and the act button became stuck during the prime process. The customer's blood glucose was 278 mg/dl. She stated that she tried using 2 batteries, but the insulin pump still alarmed battery out limit. She stated that the insulin pump went into a full prime when the button became stuck, so she removed and reinserted the battery, leading to the alarm. The customer did not observe any significant events leading to the keypad issues. She declined troubleshoot assistance for high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours and no battery out limit alarm was noted. The insulin pump passed selftest, displacement, rewind, basic occlusion test, occlusion, prime and excessive no delivery tests. All operating currents are within specification. No unexpected low battery or off no power alarms were noted. All buttons functioning properly, however found corroded keypad traces. The insulin pump was received with broken reservoir tube lip, minor scratched display window, broken battery tube threads, cracked belt clip slot and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.